Event description:
It was reported when using the bd posiflush¿ sp pre-filled flush syringe nacl there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: we have "three wrapped pallets where some of the stickers are loose or have fallen off."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd posiflush¿ sp pre-filled flush syringe nacl there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: we have "three wrapped pallets where some of the stickers are loose or have fallen off."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 306575 and lot number 1222522. The review established that all production and quality processes were carried out normally and no abnormalities or quality notifications related to this reported incident were identified. There was a quarterly preventive maintenance carried out in the tertiary packaging station; however, it should not have had any impact on the product as the maintenance was performed to verify that the equipment was working properly. All lots produced are checked prior to loading for product integrity and the loading records confirmed that this product passed inspection, therefore a manufacturing facility related cause could not be confirmed. The bd distribution center did not raise a claim for receiving damaged product or poorly labeled product. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, it appears that the product was de-palletized, restacked, and re-wrapped, outside of the bd manufacturing plant, which could have impacted the label integrity. For this type of issue to occur at the manufacturing facility, the case carton label piston would have to not be close enough to apply the correct amount of pressure needed to adhere the label to the carton.